Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered stent was implanted in the hepatic portal part to treat a tumor secondary to lung cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in (B)(6) 2015. According to the complainant, on (B)(6) 2017, the patient underwent computed tomography scan and the stent was noticed to have migrated into the duodenum. The physician used a snare to remove the migrated stent. The physician also noted that the stent cover appeared shrunk, removed but was still inside the stent lumen. Reportedly, the patient underwent chemotherapy after the procedure. The patient's tumor became smaller and the stricture was resolved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A deployed wallflex biliary fully covered rx stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found that the stent cover was missing in some sections. The stent was measured and was found to be within specifications. No other issues were identified during the product analysis. The damages noted with the device were most likely due to anatomical/ procedural factors which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered stent was implanted in the hepatic portal part to treat a tumor secondary to lung cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in (B)(6)2015. According to the complainant, on (B)(6) 2017, the patient underwent computed tomography scan and the stent was noticed to have migrated into the duodenum. The physician used a snare to remove the migrated stent. The physician also noted that the stent cover appeared shrunk, removed but was still inside the stent lumen. Reportedly, the patient underwent chemotherapy after the procedure. The patient's tumor became smaller and the stricture was resolved. There were no patient complications reported as a result of this event.